Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced lack of efficacy and asked for device removal. Multiple programming attempts had been done in an attempt to troubleshoot. The device and lead were removed. The issue was resolved at the time of the report. There were no device issues reported, and no further patient complications reported at this time.